Event description:
It was reported that during a procedure, the balance middleweight (bmw) guide wire was used and the blue coating was noted to strip off and in one incident remained in the anatomy. The coating was retrieved and removed without reported adverse patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of occurrence estimated. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.